Event description:
Hcp reported pt underwent catheter replacement surgery due to catheter occlusion, as well as pump end of battery life. The pt had been receiving 6 mg/day of 35 mg/ml dilaudid pain medication and it was decreased to 4 mg/day. The pt experienced overdose symptoms. The hcp decreased the pump rate to minimum rate which delivered 0.208 mg/day. The hcp decided to remove the old drug in the pump and fill the pump with 15 mg/ml and start the pt on an increased dose due to lack of pain control.